Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with critical pump error (open book image) alarm. Unable to download pump traces and history file using thump software. Unable to perform the displacement test, sleep current measurement test, active current measurement test and self test due to critical pump error. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, j7 power connector, motor and force sensor during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked case (battery tube) and cracked battery tube threads. In summary, customer alleged cracked case battery tube confirmed. Critical pump error noted during testing. Exposed to moisture on electronic assembly noted during visual inspection. For additional information regarding the tests performed refer to d00854230-appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump had water inside battery compartment, damaged belt clip rail and damaged battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Informed customer about product replacement/return policy. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1884 was requested and the customer response was that the device returned.